Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A balloon pinhole was identified at 1mm distal to the distal edge of the distal markerband. A microscopic examination of the pinhole site identified no issues with the balloon material which could potentially have contributed to the pinhole leak. An examination of the distal markerband identified no issues which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage was noticed along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac artery. A 5.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac artery. A 5.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.